Manufacturer narrative:
A sample was received in the columbus plant for evaluation. The returned sample had foreign matter particulate inside packaging. Ftir was performed and showed that the package had silicone built up with plastic particulate (the same material that the barrel and plunger rod are made of) stuck to the silicone. Root cause unknown. No related issues or qns were found in the DHR. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mold was seen in a bd 60ml luer-lok¿ syringe prior to use. There was no report of exposure, injury or medical interventions.